Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during atrial tachycardia/atrial fibrillation (at/af) episodes falsely recorded by the device. The lead remains in use. No further patient complications have been reported as a result of this event.